Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a misfire; the knife did not advance when firing the firing handle the third time. The handle did not spring open as it does under normal conditions when pushing the opening button. It was opened with some force. The tissue was not cut properly but the staples were in place. The tissue was sutured and the procedure was completed with a new stapler. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.